Manufacturer narrative:
(B)(4).

Event description:
It was reported "x2 arterial catheterization sets were noted to be faulty. It seems the connection point between the cannula and the needle dislodged inappropriately causing the needle to bend and put a hole through the cannula." A third cannula was inserted and used successfully. There was no medical intervention required. The patient's current condition is reported as "fine". Associated MDR numbers include:9680794-2025-01045 and 9680794-2025-01033.

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided two photos for analysis. The complaint of a hole in the catheter was able to be confirmed by the photos. The image shows a used catheter with evidence of the needle cannula damage the catheter body, however, a complete visual inspection to determine the cause of the damage could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "precaution: do not reinsert needle into catheter; doing so may result in patient injury or catheter damage." Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "x2 arterial catheterization sets were noted to be faulty. It seems the connection point between the cannula and the needle dislodged inappropriately causing the needle to bend and put a hole through the cannula." A third cannula was inserted and used successfully. There was no medical intervention required. The patient's current condition is reported as "fine". Associated MDR numbers include:9680794-2025-01045 and 9680794-2025-01033.